Manufacturer narrative:
All operating currents are within spec. Device passed self test, displacement test, unexpected restart error test, rewind and basic occlusion test. No motor error alarm noted. Device was unable to prime during prime/compromised force sensor system test due to moisture damage on force sensor resistor. Unable to perform excessive no delivery test and occlusion test due to prime/fill anomaly. Motor was tested outside the device and passed. Missing address/serial number label. Device had battery tube threads cracked, cracked reservoir tube lip, minor scratched lcd window and cracked case at display window corners.

Event description:
Customer's mother reported via phone call that the insulin pump alarmed a motor error alarm. Customer's blood glucose was 437 mg/dl. Customer's mother reported on another occasion, the device alarmed a motor error alarm during bolus delivery. Customer's blood glucose was 452 mg/dl. Customer treated his high blood glucose with site change and manual bolus delivery. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.